Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that there was an electrocardiogram (ECG) lead wire fault. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling. Philips asp evaluated the device onsite. It was determined that product has malfunctioned and the cause is due to a component failure. Customer resolved with third party component and the product is back in service. Based on the information available, the cause of the reported problem is due to a defective ECG lead wire. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed.